Manufacturer narrative:
The moss miami final tightener was returned for evaluation. Visual inspection revealed that the distal portion of the tip had fractured. Optical imaging found evidence of a quasi-static overload torsional shear failure. Hardness testing found the device to be within specification. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The root cause cannot be positively identified however the results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet returned for evaluation.

Event description:
It was reported that during the posterior fusion, both hex tips broke into the head of the screws, during the final tightening. Both tips are still in the head of the screws (implanted). Completed with same/like product.